Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Troubleshooting measures were performed to address the customer reported issue, which included replacement of the vertical motor and the power cable segment in the surgeon side console. The replaced components were returned for failure analysis. Intuitive surgical, inc. (Isi) did receive a da vinci 5 product to perform failure analysis. The assy motor module vertical axis ssc is50 was analyzed and the complaint was confirmed and replicated. Mechanical and thermal deformation was observed on the unit, specifically on the motor and cable assembly, which possessed multiple deformed connector pins, severe thermal warping on the connector itself, and burn marks along the cabling. Due to the nature of the unit¿s failures, the unit was unable to be installed onto a reference system for system level testing.

Event description:
It was reported that during system start up, a power up error and an ergo error message were displayed, indicating an issue with the vertical axis motor module. The customer attempted multiple power cycles, but the issue persisted. Technical support recommended disabling the console ergo, which allowed the system to complete power up, and further troubleshooting was scheduled for field service. The customer reported event has no report of patient injury.